Event description:
It was reported during an ablation procedure, the distal part of a cool flex ablation catheter was twisted and the irrigation tubing was broken at the handle. Additional information was requested but not available.

Manufacturer narrative:
The device has been returned to sjm. Investigation of this device is not complete. When analysis results are available, a follow-up report will be submitted.